Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. The customer's address is unknown. (B)(6) USA has been determined by the phone number area code. Investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that syringe 20ml ll bns was damaged, but still operable. The following information was provided by the initial reporter: "it was reported that the syringes are scratched. Per email: there has been an incident of scratched syringes just recently in regards to your 301031 20cc syringe. No lot number has been reported, but the usage is most likely within the last year."